Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. Month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the battery did not hit 2.9 volts for four years after it was put in. The patient stated as soon as he hit 2.9 volts in (B)(6) 2018 it was like he was off his meds. The caller reported he experienced "off" symptoms when the ins voltage dropped below 3.0 v. The patient's reported symptoms were fatigue, falling down, and stumbling. It was reported the symptoms were sudden. The ins was replaced on (B)(6) 2018 due to normal battery depletion. No further complications were reported or anticipated. *** for information regarding battery voltage of new device, see pe# (B)(4) ***